Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: activa; product ID: 3387-40 (lot: v000988); product type: 0200-lead; implant date: (B)(6) 2006. Product ID: 748251 (serial: (B)(6)); product type: 0191-extension; implant date: (B)(6) 2006; explant date: (B)(6) 2025. Product ID: 748251 (serial: (B)(6)); product type: 0191-extension; implant date: (B)(6) 2006; explant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). The rep was notified that patient had undergone explantation of previous duck bill extensions and ins battery due to infection. The rep was not present for explantation. Patient presented on (B)(6) 2025 to have two new legacy straight line extensions placed along with a new rechargeable ins. Upon opening the site behind the ear to connect the extension to the lead, surgeon states that the distal most contact of the lead was missing. The left lead was connected with an extension to the battery and a port plug was used to plug the remaining port of the battery. Surgeon cut the right lead and decided to speak with the patient about a lead revision surgery in the future. The right lead remains implanted in its cut state in the patient. Upon removal of the portion of the lead that goes into the extension, there are two contacts missing, appearing as though they were cut. It is unclear if this was done accidently during explantation or during this revision. At this moment it is unclear if the patient will undergo a revision.

Event description:
Additional information was received from the healthcare provider that the lead was found completely fractured on right and it was further cut proximally and confirmed the patient opted for unilateral dbs. A device revision for the broken lead is not planned. The patient had antibiotic irrigation intra-op and oral antibiotics and the infection was resolved.

Manufacturer narrative:
Continuation of d10: product ID 3387-40, lot# v000988, implanted: (B)(6) 2006, product type lead. Product ID 748251, serial# (B)(6), implanted: (B)(6) 2006, explanted: (B)(6) 2025, product type extension. Product ID 748251, serial# (B)(6), implanted: (B)(6) 2006, explanted: (B)(6) 2025, product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.